Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported event(s) as follows: "precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported during injection with one syringe of juvéderm® ultra xc while the injector was changing needles, the luer lock broke off and the product oozed out of the luer lock when they put the second needle on the syringe. No injury to the patient or injector. This was the initial use of the syringe and the needle from the package was used and tightened by hand.

Manufacturer narrative:
Device analysis: "empty syringe of 1.0 ml received without cap, no needle in an opened ultra xc tray. A crack is observed at the 3 mm luer lock level."

Event description:
Healthcare professional reported during injection with one syringe of juvéderm® ultra xc while the injector was changing needles, the luer lock broke off and the product oozed out of the luer lock when they put the second needle on the syringe. No injury to the patient or injector. This was the initial use of the syringe and the needle from the package was used and tightened by hand.